Manufacturer narrative:
A partial lead with the connector pin measuring 13.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received on 20 dec 2019, indicates that the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with low impedance and high capture thresholds on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before during and after the case.